Manufacturer narrative:
Information was updated for the following fields: b5. It was reported that during centrifugation with bd vacutainer ® barricor ¿ blood collection tubes there was a poor barrier separation of sample. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that sample separation is not occurring during centrifugations. They discontinued using the product. It was not possible to identify the batch, but there are two other complaints ... From same customer with the same issues. What is the batch of the product? R: it was not identified at the moment the equipment was utilized and reported the flag. The customer will be visited and it will be verified, but there are two other complaints of the same issue. Was a fixed-angle centrifuge used? R: no, it was a swing type. Was there any impact to the patient? (Detail) r: no. Was there a need for medical intervention due to what happened (new test collection, etc.)? (Detail) r: no. Could you forward photos and/or videos that show the deviation in the product? R: it's not possible to observe in pictures. The flag is an error in equipment. The blood sample is visually normal customer was visited, and the batch # is no longer available, since on the date of event it was only one single tube that presented the flag, and the batch was not noted. We've changed the centrifuge used and had positive results in regarding the decrease of flags. That's why we've associated that the centrifuge the customer was using was not performing as their previous, which has broken. We have a centrifuge to be sold which is ideal for barricor tubes, but customer was using other when the flags of three complaints ... Happened. H6. Lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed for the failure mode poor barrier separation. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during centrifugation with bd vacutainer ® barricor ¿ blood collection tubes there was a poor barrier separation of sample. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that sample separation is not occurring during centrifugations. They discontinued using the product. It was not possible to identify the batch, but there are two other complaints ¿ from same customer with the same issues. What is the batch of the product? R: it was not identified at the moment the equipment was utilized and reported the flag. The customer will be visited and it will be verified, but there are two other complaints of the same issue. Was a fixed-angle centrifuge used? R: no, it was a swing type. Was there any impact to the patient? (Detail) r: no. Was there a need for medical intervention due to what happened (new test collection, etc.)? (Detail) r: no. Could you forward photos and/or videos that show the deviation in the product? R: it's not possible to observe in pictures. The flag is an error in equipment. The blood sample is visually normal. Customer was visited, and the batch # is no longer available, since on the date of event it was only one single tube that presented the flag, and the batch was not noted. We've changed the centrifuge used and had positive results in regarding the decrease of flags. That's why we've associated that the centrifuge the customer was using was not performing as their previous, which has broken. We have a centrifuge to be sold which is ideal for barricor tubes, but customer was using other when the flags of three complaints ¿ happened.

Event description:
It was reported that during centrifugation with bd vacutainer ® barricor ¿ blood collection tubes there was a poor barrier separation of sample. The following information was provided by the initial reporter, translated from portuguese to english: customer reports that sample separation is not occurring during centrifugations. They discontinued using the product.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.